Event description:
Facility, assisted living concepts, called stating that a resident allegedly got trapped in the bed rails on a 5410low full electric bed and has passed away.

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model 5410low, serial number/date code (B)(4) is approximately 2 years 3 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the facility has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the facility does not understand the written warnings, cautions or instructions then they should contact invacare. The residents age, height and weight are unknown. The residents medical condition, stability and medication regimen are unknown. The residents technique while using the device is unknown. The maintenance history of the device is unknown. The facility, assisted living concepts, called stating that a resident became trapped in the bed rails on the 5410low full electric bed and passed away. The facility stated that the resident was trapped in the "opening on the side of the bed". Invacare legal / consumer affairs department called the facility and spoke to the senior counsel for assisted living concepts. The facility did confirm that bed was sequestered. She could not confirm that all parts of the bed system were invacare. She stated that the bed was rented from aurora visiting nurses. The facility stated that there was to be an inspection of the bed by their staff on thursday (B)(6) 2012. They stated that they believes the rails are drive and not invacare (about 90% sure). Drive is coming out to view the bed on thursday as well. Invacare legal / consumer affairs department has requested additional information from the facility including the confirmation of the zone of entrapment. We provided a copy of the entrapment guidelines. The facility is still gathering the information that invacare requested but they wanted to let invacare know that they do not believe that the rails were invacare and they mentioned the use of ½ rails. This bed is a full electric low bed and only assist rails should be used with this bed frame which was confirmed by product management. The file is pending confirmation of style of rails from the facility.